Event description:
It was reported that during an angioplasty procedure, the catheter balloon burst & a part of the balloon detached from the shaft. The indwelling balloon piece was removed from the patient without any complications being reported.